Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Unk. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Yes, the inner gasket. Was a device inserted in the trocar during the leaking? Yes. If so, what device? 5mm device. Was any torque being applied to the trocar or device? No.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the trocar was leaking but after the 5mm device was introduced into the trocar the leakage became worse. Another device was used to complete the case with no patient consequence. The device was discarded.